Event description:
The customer (biomed) reported that the device was displaying an error code and wanted to know what it meant. Physio-control advised customer that it meant the battery charge cycle was stopped. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply and the user interface (ui) to stack flex cable assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced power supply assembly and observed that there was an electrical short through fet transistors, designators q1 and q2. It was also observed that a fuse, designator f1, was open.